Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age or dob, sex, weight, ethnicity: patient identifier, age at time of event, gender, weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). UDI# is not available as device is unspecified and lot number is not known. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation this report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer applied band-aid brand kizu power pad on the arm for a wound and kept it on for five days. It was unknown why consumer had visited the hospital. Upon visiting the hospital, the consumer was diagnosed that the wound formed pus. No further information regarding consumer information was provided.